Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection showed some cosmetic damages with keypad peeling at the ¿up¿ button. Investigation found the ¿up¿ and bolus buttons were unresponsive, the ¿ok¿ and ¿down¿ button responded intermittently, and the contrast button responded properly. Removal of the keypad cover found contamination under all the button contacts and removal of the bolus button cover found contamination on the button contact. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿up arrow¿ and ¿down arrow¿ buttons are not responding to presses. Patient stated that the buttons are responding intermittently for two weeks and had noticed that the rubber keypad was peeling 2 days prior to the buttons became unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.